Manufacturer narrative:
Block a: the patient's dob or age at time of event, sex, gender, weight, ethnicity, and race are unknown. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. Block h3/h6: the tack device was not returned, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The tack endovascular system (tes) was used to treat the sfa lesion. Three tacks were deployed inside the patient; however, one tack was slightly tilted. In order to achieve the desired outcome, the physician elected to stent the most distal tack, even though leaving it slightly tilted in place was not expected to cause any risk or harm to the patient. No patient injury reported. This adverse event and product problem is being submitted conservatively due to the tack position; resulting in elected stent placement.

Manufacturer narrative:
Block g3: date received by manufacture updated to 6/24/2024 (from 6/24/2023). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block d4: unique identifier (UDI#) updated to include full UDI number. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.